Event description:
A surgical technician reported a possible posterior capsule tear during the phacoemulsification portion of a cataract with intraocular (iol) lens implant procedure. The pt underwent a vitrectomy and the intraocular lens was not able to be placed. Additional info received advised that the surgeon was in the eye for two plus hours, as the pt had a very "white" cataract lens. The surgeon was trying to remove the dense lens when vitreous presented. The iol was not implanted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).